Event description:
It was reported that the vns patient's device could not be interrogated and the patient is experiencing an increase in seizures. Patient's device was suspected to be at end of service. The relationship of the increase in seizures to vns is believed to be due to end of service. It was also stated that the patient cannot feel normal stimulation. Battery life calculation was performed and it showed that the patient has approximately 4.02 years until eri=yes. All troubleshooting steps were performed to interrogate the device but they were not successful. It is unknown if the increase is above, below or back to pre-vns baseline. Good faith attempts to obtain additional information have been unsuccessful to date. The cause of problem is unknown at the moment.